Manufacturer narrative:
Although reported only the arterial line was leaking, both the arterial and venous lines were returned for evaluation still connected to the collar and extensions. Visual inspection revealed a great deal of adhesive on both lines with sutures tied around the lumen just proximal to the football cuff. Functional testing was performed on the arterial line by clamping the distal end of the lumen with hemostats and flushing through the luer. A leak was noted in the extension tubing approximately 1 cm from the collar. Under magnification several pin holes were noted in the extension tubing, all within 1 cm of the collar. The contract manufacturer conducted a review of the manufacture records for the lot number reported. The review revealed the device was manufactured and inspected according to specification with no non-conformances or abnormalities. The manufacture process includes a 100% leak test performed as a last step in the process. This test would have detected any leaks, holes, or weak spots if it had existed at the time of manufacture. The device was implanted and in use for nine days with no reported issues prior to this event. A root cause cannot be determined but is not likely manufacture related. The instructions for use (IFU) contain the following warnings: do not use sharp instruments near the extension tubing or catheter lumen. Do not use scissors to remove dressing. The catheter will be damaged if clamps other than what is provided with this kit are used. Avoid clamping near the luer lock and hub of the catheter. Clamping the tubing repeatedly in the same location may weaken tubing. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
An investigation has been initiated. Currently waiting for additional information and the device to be returned for evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
One hour into dialysis treatment, the patient felt something wet on her line. Staff noted fresh blood coming from her arterial line. Assessed lumen and noted a very fine cut along the line (at the end of the line where we connect with the lines from the machine).